Event description:
Information received from the field does not address the patient's clinical status but notes phantom programming. The patient presented with the device in ddd mode although it had been programmed dddr. The device was reprogrammed to dddr and the patient was sent home until his next routine follow-up.